Manufacturer narrative:
Complaint conclusion: as reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter the unknown sheath, so it could not be used. There was no reported patient injury. The doctor tried to use mynx control for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was not depressed, and button 2 was also not depressed. The stopcock was found closed, with no syringe returned for this evaluation. The sealant was present in its manufactured position and partially exposed. Regarding the sealant sleeves, a kinked/bent condition was observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. Per dimensional analysis, the catheter working length was verified and noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. However, the slit length dimensional analysis could not be performed due to the kinked/bent condition. A functional test could not be executed for insertion/withdrawal through the introducer sheath due to kinked/bent sealant sleeves. However, the deployment test was performed, and the unit functioned as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed respectively. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the kinked/bent sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the kinked/bent sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the shaft of a 5f mynx control vascular closure device (vcd) could not enter the unknown sheath, so it could not be used. There was no reported patient injury. The doctor tried to use mynx control for hemostasis in a percutaneous transluminal angioplasty (pta) procedure. Additional information was requested but not provided. The device was later returned for evaluation. Addendum: per product evaluation, the sealant was present in the manufacturing position and partially exposed.